Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm vessel sealer extend instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have the grip pulley dislodged from dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument tip could not be opened or closed. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue. After engagement, the initial operation at the surgeon side console (ssc) failed to open and close the vse instrument jaws. The issue did not occur after a system fault. The instrument jaws were not grasping the tissue. The instrument jaws were opened by using another instrument to pry open the jaws. There was no unexpected tissue removal or bleeding.